Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "error 1152". In logs, no faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The first power supply switcher was installed on golden unit and functioned as expected. Upon visual inspection, no issues were found that would be related to the reported event. The second power supply was installed on golden unit and functioned as expected. Upon visual inspection, there were no issues related to the reported event. The third power supply was installed on a golden system where the voltage was checked and tested via power cycling. Everything functioned as expected. Upon visual inspection, no issue was found that would relate to the complaint. The fourth power supply was installed onto the golden system where the unit ran 10 power cycles but the reported complaint (error 1152) could not be replicated. Upon visual inspection, the filter is dirty. The card cage was then installed and programmed onto the golden system, where the unit functioned as expected. No error code was triggered associate with the card cage. The system was then ran 10 power cycles but no issue was triggered in the laptop error logs. The unit was found to be fully functional. Upon visual inspection, no issue was found that could relate to the reported complaint. The system power manager (spm) was installed and programmed onto the golden system. Upon powering on the system, the spm was initially functioned as intended. However, after power cycling the system, the patient side cart was not turning on and was totally off. Not able to see the error codes in the laptop app due to the system was not present. The reported complaint was replicated. Root cause is attributed to spm failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power supplies, system power manager (spm), the card cage and universal power distributor (upd). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the customer indicated that repeated nonrecoverable fault 1152 occurred during initial power on and they attempted to restarting the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested hard power cycle, but the error could not be resolved. At this time, it is unknown how the procedure proceeded. There was no report of patient involvement. Intuitive followed up and obtained additional information. Customer did not resolve the issue. The fse resolved it. Customer aborted the procedure. Operating technician (ot) powered on the system in the morning and found issue was non-recoverable.